Event description:
The physician used two resolute onyx des during the procedure. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues. Negative prep was not performed. The device passed through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during the delivery. A right femoral approach was used. The left main was calcified with a 60% lesion in the mid segment of the left main. The lad was occluded at the ostium. The saphenous vein graft to the mid lad had been stented previously. The proximal cx lesion had 90% occlusion followed by a second lesion in the om2, with 90% occlusion. Both of these lesions were intervened on. Percutaneous coronary intervention of the cx and the mid lad was done. The lesions in the cx into the distal om were pre-dilated using a 2.0x12 balloon. A resolute onyx 2.25x12 des was attempted to be delivered to the distal segment. Due to heavy calcification in the artery, the stent was unable to cross to the distal part of the artery/om2, and was thus deployed in the proximal cx lesion. The stent was post-dilated using a non-compliant 2.5 balloon, followed by a 3.0 compliant balloon. A second stent was then attempted to be placed in the om. The lesion was pre-dilated using a 2.5 balloon, followed by a re-attempt to deploy a stent in the om , which was again, unsuccessful. A buddy-wire system was used which was also unsuccessful in delivering the stent. Upon removal of the stent from the artery, the stent fell off in the left main. An attempt was made to retrieve the stent using a 1.5 balloon, which was dilated post stent and pulled back into the guide, but was unsuccessful. A 2.0 balloon was then attempted and was also unsuccessful. The stent was thus deployed in the left main, right at where the lesion in the left main was, so there was appropriate placement of the stent. The stent was then post-dilated with a 3.0 non-compliant balloon, with excellent angiographic result.

Manufacturer narrative:
Additional information: after the dislodgement, another 2.25x 12mm resolute onyx drug eluting stent was inserted but could not be deployed and was removed. Using a buddy wire again, a 2.25x12 non-medtronic stent was successfully delivered and deployed to the distal om. No patient injury is reported. Image review: review of the procedural images confirmed the difficult nature of the lcx and distal obtuse marginal. The images capture the unsuccessful delivery of the first 2.25x12mm stent and subsequent deployment in the proximal lcx. There are no images capturing the attempted delivery of the second 2.25x12mm device. The dislodged stent is visible on the guidewire in the left main artery. Subsequent images capture deployment of the stent in the lm lesion site. The images capture the attempted delivery of the third stent and the successful deployment of a non-medtronic stent at the lesion site. If information is provided in the future, a supplemental report will be issued.